Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number (B)(6); product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the valve dislodged on release during a transcatheter heart valve procedure. A 23 millimeter (mm) non-medtronic valve was subsequently implanted. The patient was reported to be doing fine.

Event description:
Additional information was received that a medtronic guidewire was used for the implant procedure. The valve deployment starting point was at the bottom of the pigtail catheter. Prior to dislodgement, the valve depth was approximately 5 mm on the non-coronary cusp. The valve dislodged to above the annulus. A small left ventricular outflow tract was noted as a potential contributing factor to the dislodgement.

Manufacturer narrative:
Image review: only a single image was provided of the aortic annulus perimeter measuring 74.1mm and a perimeter derived diameter of 23.6mm suggesting a 29mm evolut. Since no additional imaging was provided, a definitive conclusion cannot be drawn, and this review remains inconclusive. Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.